Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 2 other complaints reported for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, one broken lens was found during the procedure.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).